Manufacturer narrative:
The unit's outputs were checked at the medical center, and they were within specification. Additionally, no anomalies were found in the device history record (DHR) of the involved device. An inspection/testing of the generator is planned at erbe. If an erbe equipment problem is found that may have caused or contributed to the incident, then a follow-up report will be filed. Most likely, there were many factors involved with the reported event. The polyp was very large, and the esu settings may have not been sufficient to cut through the polyp. It was not reported that an increase in effect or power was attempted or that a cut mode was employed. Also, it is possible that the snare wire and/or active cord may have been defective. As a result, a conclusive determination as to the cause of the incident in all likelihood will not be possible. To further address the issue, additional in-service work was performed with the involved medical staff on (B)(6) 2024. No trends have been identified.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy to remove a large polyp (i.e., a polypectomy). Information regarding the specific accessories used in the procedure was not provided. The esu settings were forced coag, effect 1,15 watts. Upon placing the snare around the large polyp and activating the esu via the unit's footswitch pedal, the snare wire became stuck in the polyp. Therefore, the patient was sent surgery to have the snare wire removed surgically. No further information was provided regarding the patient's condition.